Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: the cuff did not inflate with air during a pretest before use.

Event description:
It was reported that: the cuff did not inflate with air during a pretest before use."

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the cuff was inflated to 25mbar using a calibrated endotest. It was observed that the cuff would not inflate. A device history record (DHR) review was performed on the lot number reported and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. It was found that the inflation tube of the side arm was sealed. The root cause was manufacturing related. A non-conformance was opened to address this issue.